Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitive defibrillation lead exhibited low rv intrinsic amplitude measurements. The physician also noted that the rv pacing impedance had decreased since implant and now appeared to be stable in the 300 ohms range. The field representative later reported that the patient experienced vf episodes where undersensing occurred, resulting in the delivery of anti tachycardia pacing (atp) and a delay in full energy shocks. Technical services reviewed strips of the episodes. The strip showed atrial flutter and then very chaotic vf. The rhythm was sensed in the vf zone, but undersensing was noted during reconfirmation and therapy was diverted. The rhythm was redetected in the vt zone, where undersensing was again noted, and two bursts of atp were delivered. The patient then received a 31 joule shock that converted the atrial flutter but not the vf. It was noted that the patient called 911 at this point. The next episode begins with detection in the vf zone and again atp is delivered without success. Redetection was in the vf zone and a 31 joule shock converted the vf. There was concern that the signals on the rate/sense channel were noise, but noise could not be recreated with isometrics. Also, once the rhythm was converted, the electrogram was clean with no noise observed. Technical services also discussed the undersensing possibly was due to the tall/short morphology but may have been caused by the poor r-wave measurements that have been less than 5mv.

Manufacturer narrative:
The field representative reported that a non-invasive programmed stimulation (nips) study was performed and the device sensitivity was reprogrammed to make the rv more sensitive. Available information indicates the patient is well and the device and competitive lead remain in service. Later, the physician involved in the case contacted technical services to discuss the episode and to review electrograms. The strip showed a diverted shock due to undersensing on the rv. This undersensing may have been caused by sensitivity or by the dynamic noise algorithm (dna) noise rejection. A potential lead issue was also discussed. The physician requested information on the dna feature and about how high voltage leads reversed in the device header might appear. Ts discussed that it could not be ruled out, but that they would expect to see some artifact on the shock channel. The shock channel appeared normal. Ts discussed overdrive pacing the patient to get atrial pacing and see if it could be seen on the shock channel, or an x-ray to see if connection-related issues were noted. The device was in the subpectoral advisory; ts discussed that if the noise was due to a header problem, out of range impedances and large amplitude noise would be seen. Engineering reviewed the episode to see if dna was causing the undersensing. Engineering observed that noise was only on the rv channel. R-waves were small, at 1.2mv, and were fractionated with a duration of nearly 200 ms. During vf, tiny amplitude and wide fractionated r-waves overlapped and appeared as noise to the device. The dna feature was likely attempting to keep the sensing floor above the ¿noise¿, which may have caused the undersensing. Engineering could not determine with certainty if the noisy signal was due to a very sick heart or due to an rv lead issue.